Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: thoracic surgery. Cathplace: unk. It was reported that the catheter was torn in half. Pt returned to operating room for catheter removal.

Manufacturer narrative:
Method: sample has not yet been rec'd, and it is unclear if it will be available. Results: w/o the actual product, an analysis cannot be conducted. Conclusions: if add'l pertinent to this event becomes available, I-flow will submit a f/u report.